Event description:
It was reported that the bd maxplus needleless connector leaked. The following information was provided by the initial reporter, translated from chinese to english: after connecting the liquid to the patient, leakage was found at the connector. After replacing the infusion set and the needleless connector respectively, it was found that leakage was at the interface of the needleless connector.

Manufacturer narrative:
Device evaluation: a mp1000 china product was not available for investigation of pr (B)(4); the lot number was unavailable. The feedback provided by the customer states that, " there was a leak at the connector." Further information from the customer has stated that the patient was a rheumatic patient who was given a routine anti-rheumatic slow-acting drug infusion. The nurse reported that during the indwelling period of the connector, when the infusion was repeated, there was a leakage when the connector was connected to the infusion set. The connector was replaced and no adverse results were caused. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.